Manufacturer narrative:
Device lot/batch number requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for evaluation concerning a modular cable disconnection. The patient came into the emergency department overnight due to a modular cable disconnect. The wife noted that the patient fell which pulled apart their modular cable. The wife was able to reconnect and the pump was running within seconds. The log files captured a driveline disconnect event on (B)(6) 2023 at 1:14:46. The image provided o the patient's system controller's alarm history screen showed that the driveline was disconnected for 2 minutes, 6 seconds. At 1:16:53 that data indicated that the driveline was reconnected and the pump start up procedure began. At 1:16:57 the pump speed was ramped back up to the set speed of 5700 rpms. The modular cable was exchanged on (B)(6) 2023. The cause of the mod cable disconnect was due to a sudden abrupt disconnect caused by the patient fall. Related MFR; 2916596-2023-00059.

Manufacturer narrative:
Section d4: device information was unable to be provided. Manufacturer's investigation conclusion: the reported event of driveline accidentally disconnecting was not confirmed. The returned modular cable was operated on a mock circulatory loop and no alarm was produce, and was tested with the returned system controller. The integrity of the internal wires of the modular cable was tested which passed without any issue. The returned modular cable was securely connected to locking mechanism from the controller¿s bulkhead assembly and pump cable. A root cause of the reported event was not determined through this analysis. The device history record cannot be reviewed as the serial/lot number of the device was not available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. No further information was provided. The manufacturer is closing the file on this event.